Event description:
The customer reported that during a procedure, the jaws of the device would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no tissue damage or bleeding, and no injury to the patient.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.